Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery. A 3.00mm x 32mm promus element plus stent was advanced to the target lesion however the proximal end of the stent was "shrunk." Few stent struts were broken at the proximal part and were hanging asymmetrically. The stent was implanted with post dilation of the proximal end of the stent and the deployment of another of the same device to complete the procedure. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the 3.00mm x 32mm promus element¿ plus stent was deformed post deployment. The proximal end of the stent was post dilated using an unspecified balloon catheter.

Manufacturer narrative:
Device evaluated by MFR: the catheter was returned without stent. A product mandrel was partially inserted. The balloon was partially inflated with traces of inflation media visible inside the balloon. The stent crimp marks were visible on the balloon. The hypotube was kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).